Event description:
PICC line was placed on (B)(6) 2013 without incident. The morning of (B)(6) 2013, we were called to look at the catheter because it was leaking. When we got a change to evaluate the catheter it had already been removed from the pt. Upon inspection one of the lumens just distal to the y hub with wings it appeared as if the catheter ruptured.

Manufacturer narrative:
The device involved in the incident was not returned for eval. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Without an eval of the device involved we are unable to determine the cause or factors that may have contributed to this event.